Event description:
It was reported that a user paired a new dexcom g7 sensor to the ilet and experienced repeated signal loss to the pump, with the display cycling from pairing to start sensor despite correct pairing code entry and device restarts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the cgm and the ilet, associated with the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.